Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed incoming functional testing due to its main printed circuit board (pcb) being out of specification in an electrical manner. Analysis further noted that the display wire was pinched though the wire insulation was not compromised, the keypad had soft enter and up arrow buttons and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main board. Visual inspection revealed that a resistor was damaged. Bench analysis found that two resistor components had high impedance and a transistor was defective. After the components were replaced, the device passed all tests. Conclusion: the device was sent back for the updated battery contact design, but failed incoming functional testing. The atrial output was limited and three components were found to be defective.